Event description:
During a pulmonary vein isolation procedure a polarxfit catheter was selected for use. When the diaphragm movement sensor (dms) started to drop, the ablation was stopped. Ablation of right superior pulmonary vein (rspv) when the dms dropped after approximately 30 seconds at -66 degrees. Before that stimulus with phrenic capture was very good. The patient experienced phrenic nerve palsy. The physician performed a double stop of ablation. The phrenic nerve activity did not return after waiting period of approximately 10 minutes. The device will not be available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.